Event description:
Have used fixodent and polident starting in 2003 to (B)(6) 2010. I had used increased amounts from 2008 to 2010. I started experiencing numbness and tingling in my feet and then in 2010, I started experiencing the same effects in my hands. On (B)(6) 2010, I was diagnosed with neuropathy. After reviewing my history test for zinc and copper were ordered and are pending. This condition is permanent and I only get mild relief from lyrica. Dose or amount: unk. Frequency: 2 to 3 times a day. Route: dental. Dates of use: 2004 through 2010; 2002 through 2003. Diagnosis or reason for use: to hold dentures in place. Event abated after use: no.